Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the harmonic ace (part # 480275-08 /lot# l90210906 0181) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022, on system sk3985. This is a single-use instrument. In addition, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted to isi for review. This event is being reported because the harmonic ace instrument had white fragments that spattered and fell inside the patient. Smoke also appeared while using the energy. The fragments were retrieved during the same procedure by using suction. At this time, it is unknown what caused the breakage to occur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields and are not applicable.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument suddenly had white fragments spattered and smoke appeared while using the energy. The fragments were retrieved during the same procedure. A backup instrument of the same kind was used to continue the procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. When the customer started to use the instrument, it broke, and smoke appeared at the instrument tip. All the fragments were retrieved during same procedure by suction and confirmed with visual inspection. No additional surgical procedure was required. It was unknown what caused the smoking event and the breakage to occur as the instrument did not collide with any hard materials or other instruments. The surgeon did not notice any issues with the functionality of the instrument. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11-intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "after harmonic ace was connected, while using energy, suddenly white debris splattered and smoke erupted. It was checked after disconnected that the white part of the harmonic ace tip was damaged". Failure analysis found the primary failure of damaged teflon pad to be related to the customer reported complaint. The instrument was found to have damage to the teflon pad of the clamp arm. A piece approximately 0.025" x 0.037" was not returned with the instrument. Root cause of this failure is attributed to user mishandling/misuse. Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10 corrected information can be found in the following fields: d4 (batch sequence was added to the lot number). Failure analysis information can be found in the following fields: h6 and h10.